Manufacturer narrative:
As reported, a crack on the luer hub of a 6f 100 cm judkins right (jr 3.5) vista brite tip guiding catheter was found during the preparation step. The device was not used. The percutaneous coronary intervention (pci) procedure was completed by changing to a new vista brite tip catheter. There was no reported patient injury. A picture was received for review. A cracked condition was noted on the hub of a guiding catheter. No other anomalies nor outstanding details could be observed on the images provided. The affected device was subsequently received for analysis a non-sterile ¿6f .070 jr 3.5 100cm¿ unit was later received for analysis inside a plastic bag. The device was unpacked to continue with the product evaluation. During the visual inspection, no apparent cracks were observed on the hub of the catheter. However, three (3) kinked/bent sections were found along the guiding catheter body, found approximately at 24.0 cm, 51.0 cm, and 80.0 cm from the distal tip. No other anomalies were detected during the visual inspection. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. For functional analysis, the catheter was flushed and the results revealed a cracked condition and a leak in the hub of the returned device. Additionally, an aspiration test confirmed the presence of air when the plunger was pulled back. For microscopic analysis, amplified images of the hub and magnified images of the kinked/bent sections of the catheter body were captured using the vision system. The crack is located at the top and extends along the body of the luer hub. No other anomalies were detected during the microscopic examination. The reported ¿luer hub-cracked,¿ was confirmed during functional testing, where evidence of leakage and a cracked hub was found. The cause of the leakage and air aspiration issues was determined to be related to the crack in the luer hub. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a crack on the luer hub of a 6f 100 cm judkins right (jr 3.5) vista brite tip guiding catheter was found during the preparation step. The device was not used. The percutaneous coronary intervention (pci) procedure was completed by changing to a new vista brite tip catheter. There was no reported patient injury. A picture was received for review. The device was returned for evaluation.